Manufacturer narrative:
Kim b, kim bm, bang oy, et al. Carotid artery stenting and intracranial thrombectomy for tandem cervical and intracranial artery occlusions. Neurosurgery. 2020;86(2):213-220. Doi:10.1093/neuros/nyz026. If information is provided in the future, a supplemental report will be issued.

Event description:
Kim b, kim bm, bang oy, et al. Carotid artery stenting and intracranial thrombectomy for tandem cervical and intracranial artery occlusions. Neurosurgery. 2020;86(2):213-220. Doi:10.1093/neuros/nyz026 medtronic literature review found a report of patient complications in association with a solitaire device. The article does not state any technical issues during use of the solitaire. The purpose of this article was to investigate the efficacy and safety of carotid artery stenting (cas) in combination with endovascular thrombectomy (cas-evt) in cervical internal carotid artery occlusion (cicao) - large vessel occlusion (lvo) patients and to compare its outcomes with those of evt without cas (evt-alone). Of the 955 patients who underwent evt, 75 patients (7.9%) had cicao-lvo. Fifty-six patients underwent cas-evt (74.6%), and the remaining 19 patients underwent evt-alone (25.4%). The following intra- or post-procedural outcomes were noted: -there were 104 instances of mortality (84 lvo alone, 10 tandem cicao-lvo), 6 evt alone, 4 cas-evt).